Event description:
Customer reported via phone call to have received a new replaced insulin pump due to scroll wrap issue on old insulin pump. Customer reported to have the same issue with scrolling on new pump. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with no scrolling display noted, no unresponsive buttons noted and all of the buttons functioned properly. No moisture damage or corroded keypad traces noted and no unlocked connector on the lcd board. However, the insulin pump has cracked reservoir tube lip and minor scratched lcd window.